Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) had small pneumothorax noted which was confirmed through chest x-ray with device and leads in good position. A procedure was performed and went well without complication. This device remains in service. No additional adverse patient effects were reported.